Event description:
The patient¿s husband reported when placing a new pod, the cannula deployed 5 minutes after placement, and the pink slide did not move forward, indicating a needle mechanism failure. Upon removal of the pod, the cannula was visible and appeared normal. The husband reported the cannula did not insert into the skin. The pod was worn for less than 1 hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed the pod ran 59 pulses, deactivating shortly after the second prime. There were timeouts but no drive stalls were observed. The investigation found no damage or deficiencies with the device that would cause the observed timeouts or contribute to a late deployment. Because the observed timeouts did not cause a drive stall, it can be concluded that it did not impact the ability for the pod to deploy as expected. Although no problems were found with the device, it could not be determined when the needle deployed. The cause of the reported needle deployed late event could not be determined.